Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a shoulder surgery, the bur broke and landed on the bone of the patient. It was also reported that the broken piece was removed from the bone resulting in a delay of greater than 30 minutes. It was further reported that the procedure was completed successfully using an alternative bur.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a shoulder surgery, the bur broke and landed on the bone of the patient. It was also reported that the broken piece was removed from the bone resulting in a delay of greater than 30 minutes. It was further reported that the procedure was completed successfully using an alternative bur.